Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. During visual inspection, defective backlights were found. The power on self-test was successfully performed. Once the device was repaired by replacing the backlight, the device passed all check and calibration tests successfully during service. A short simulated therapy was successfully performed. The device was determined to meet functional performance specification requirements. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available.